Manufacturer narrative:
Device evaluated by MFR: 81: the device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxr00v 19.5 diopter intraocular lens (iol) was implanted into the patient¿s operative eye. Iol was explanted in a secondary surgical procedure due to complaints of dysphotopsias, spiderwebbing, and haloes/starburst when seeing lights at night while driving. Patient does not feel comfortable driving at night. Pre-operative vision: 20/25 and post-operative vision: j2, 20/60. There was no incision enlargement, no suture(s), and no vitrectomy. Patient was prescribed medication. Through follow-up additional information was received stating dxr00v iol was replaced with a non-johnson & johnson surgical vision lens. Patient status after dxr00v explant was confirmed as still temporarily impaired. No further information is available.